Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, clamp tubing" message. The reservoir volume was 76.9, rate 0.5, and 7.15 was given. There was no air in the tubing. There was also no patient, or clinician injury associated with this occurrence.